Event description:
It was reported the case is cracked front and back. The external pulse generator was returned to the manufacturer for repair, analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the upper case, lower case, and side bail covers are broken. Battery release, knobs, ring cover, battery drawer, and heart lead flex are contaminated. Battery contacts are compressed and keyboard is scratched. (B)(4).